Event description:
Per written report, "cracked while infusing on umbilical venous lines. 2 samples returned." A total of 7 incidents with 2 lot numbers. "No patient injury reported in any of the above reported incidents.